Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s father, the child was taken to the emergency room (ER) by the mother on (B)(6) 2025, due to symptoms of headache, nausea, and hyperglycemia, which began the day after a new sensor was applied to the arm. The patient uses the insulet omnipod5 system in modified closed-loop mode. At the time of the event, both the receiver and mobile app were displaying low, while the bg reading in the ER was 268 mg/dl. The patient was administered 50 units of novolog via syringe. The wearable device was subsequently removed and disposed of. The patient¿s condition improved, and they were discharged on (B)(6) 2025, after a hospital stay of more than 24 hours. No additional clinical details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.